Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin came of the brush head..pin ended up in mouth...a little piece of metals - oral-b [device breakage] case narrative: female consumer via phone stated that a metal pin came out of the oral-b toothbrush head when she was brushing her teeth and ended up in her mouth. No injury was reported.